Event description:
This was a lead extraction case performed in the cath lab to remove one medtronic ICD lead (mdt 6947) from the rv for being non-functional. The lead was prepped with an lld-ez and a 14f slsii laser catheter was used with a visisheath (medium). After several attempts, it was decided to not remove the lead due to the lead and the patient's condition, so the lead was cut and capped with the lld-ez inside. There are no plans at this time to remove the lead. The patient was discharged per operative plan.